Event description:
It was initially reported that the usb cable adapter for the tablet was loose with normal uses. During a follow up visit, there was a failure to interrogate. The wand was checked and was exchanged but did not resolve the issue. Patient care was not impacted or affected as there was a backup system available. The usb cable adapters were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. There were two usb cable adapter that had this issue the other usb cable adapter is report on medwatch # 1644487-2014-02228

Event description:
Analysis of the returned usb cable for the suspect device was completed. The cause for the reported allegation is associated with a broken wire connection in the returned serial cable. Once the wire was soldered onto the appropriate location of the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the tablet prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.